Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reported via phone call that they experienced high blood glucose level of 489 mg/dl. The customer reported she was in the hospital on sat 12/2 due to fall and broken leg but while their set was accidentally pulled out. The customer got no delivery alert. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The correct information has been provided with this report.